Manufacturer narrative:
(B)(4). The device history record for the lot number, m5076t509, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received and evaluated. The position of the thumb valve did appear to be fully upright (unlocked position). After the valve was depressed and released, the valve did return to the full upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, air leak sound was not heard. The distal end of the catheter was then inserted in a beaker of water with methylene blue, the suctioning did not occurred. When the thumb valve was fully depressed, the suctioning increased. The thumb valve was also turned 90 degrees and the suctioning did not occurred. The suctioning did not occurred as well when the valve was placed in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four different patient. This is the fourth of four reports. Refer to MDR # 8030647-2015-00234 for the first report. Refer to MDR # 8030647-2015-00235 for the second report. Refer to MDR # 8030647-2015-00236 for the third report. It was reported that there were four catheters with leaking thumb valves. There were four separate patients involved, all the same issue with the 8fr catheter. There were two incident that occurred on (B)(6) 2015, and the other two incidents that occurred on (B)(6) 2015. There was no adverse event or patient injury reported.